Event description:
Device analysis was performed on the returned electrode found that the shaft of the electrode was found to be completely separated from the hub due to excessive external mechanical force. The shaft was not returned for analysis. The functional test could not be performed due to the separated shaft.